Manufacturer narrative:
The customer reported the luer collar had issues, and returned photos of two sets of material mz5304, lot 24029445. The photos verify the customer report of luer fitting incompatible, but no physical sample was returned. The rotating male luer had a design change where the collar is able to be pushed back all the way onto the tubing. This may not be satisfactory, but it is apart of the design. The issue is being investigated further by r&d due to customer concern, to revert to the old luer design.

Event description:
No additional information.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was damaged the following information wasa received by the initial reporter with the following verbatim: customer finds the male luer locking hub/spin collar with semi-stationary spin collar troublesome, causing more prone to leaking. "The tubing is very rigid, causing catheters to twist. 2. The male connector piece is about two centimeters shorter that the pervious tubing, making the connection less secure and more prone to leaking."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.